Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (damaged) issue. It was reported that the display was scratched and the patient was unable to read the screen safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 06/11/2014 - device evaluation: the pump has been returned and evaluated by product analysis on 06/04/2014 with the following findings: during investigation, the display lens was found to be severely scratched on multiple areas. Evaluation also revealed that the display was dim, fading and discolored.